Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when the image acquisition system (ias) was being setup prior to setting up the imaging system, a low battery was indicated and caused a forced shutdown. Also, the led of the left x-ray tube was off and did not light up, as well as the led for the mobile view station (mvs) line power. The site staff connected the imaging system to the mvs and restarted the system which resolved the issue. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the power control board (pcb) and the green led cable were replaced. The replaced parts were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the pcb and the led cable. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the image acquisition system (ias) was being setup prior to setting up the imaging system, a low battery was indicated and caused a forced shutdown. Also, the led of the left x-ray tube was off and did not light up, as well as the led for the mobile view station (mvs) line power. The site staff connected the imaging system to the mvs and restarted the system which resolved the issue. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.